Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient asystole alarm was not transmitted correctly to the information center ix as a red/3 star alarm. An asystole event is considered to represent a life threatening event requiring medical intervention to preclude permanent impairment therefore philips has considered a serious injury event has occurred in this case. If alarms are not transmitted to reflect the correct nature or severity of a critical event, a delay in response to a patient can occur. In this case, limited details were initially provided therefore the device cannot be ruled out as a factor in the event. A patient had an asystole event.

Manufacturer narrative:
Insufficient information was provided in order to complete the investigation of the issue alleged by the customer which was stated to have involved an asystole event that was not transmitted to the central as a red alarm. The customer was requested to provided further details on at least 3 occasions and did not provide any further information to support an investigation. Onsite assistance from a philips fse after the patient data was discharged did not find the data for retrieval. Philips was not able to confirm the nature of any harm to the patient and the customer has not provided data to support whether the event may in fact have been a long pause event vs a true asystole event. Based on the limited information provided, philips cannot conclude that the device was a factor in the stated event. No further investigation can be performed at this time based on the limited information provided to date.